Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an erosion and infection. A revision was performed and the crt-d was explanted while the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were capped. No additional adverse patient effects were reported.